Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. It was also reported there was high threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 6947 implantable tachy lead, implanted: (B)(6) 2004; 5076-45 implantable pacing lead, implanted: (B)(6) 2004; 419688 implantable pacing lead, implanted: (B)(6) 2011.(B)(4).